Event description:
It was reported that an altitude alarm was declared by the pump. Specific blood glucose levels were not provided, but the value was noted as "high," indicating that there was an impact on the customer's blood glucose level. The customer took corrective action by administering a correction bolus through the pump. Technical support provided tips to prevent altitude alarms in the future, and the customer was able to resume insulin delivery using the original cartridge without needing to make a replacement.